Event description:
Discordant high advia chemistry 1650 sodium results were obtained on multiple patient samples. The laboratory repeated the samples on an alternate system and corrected reports were generated. There are no known reports of adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
A siemens fse (field service engineer) evaluated the advia 1650 chemistry system. Upon evaluating the system, the fse determined that the cause of the event was due to the malfunction of the thermistor wire which was pinched. The fse replaced the wire, calibrated the system and ran qc and a precision run. The system is performing within specifications. No further evaluation of the device is needed.